Event description:
It was reported that there is a sterile water leak from inflation valve and catheter connector.

Manufacturer narrative:
The reported event was not confirmed. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml methylene blue solution (3 drops percentage aq methylene blue per 100ml distilled water) using the returned syringe; it inflated properly. It was observed concentricity 70:30. Balloon rested with no leaks. Deflated the balloon with returned syringe; it deflated passively in under 5 minutes: 2 minutes and 10 seconds. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed therefore device history review was not required; however, the DHR was completed before the sample evaluation was performed. The reported event was unconfirmed therefore label review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is a sterile water leak from inflation valve and catheter connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.